Event description:
Multiple error codes were displayed. The probe used was replaced with another probe, but the doctor was unable to finish the biopsy procedure due to the error code continuously popping up.